Manufacturer narrative:
The biomed tested the bed and could not duplicate the issue. He did find the left ucm board had all the led's on and the right ucm did not. The biomed replaced the left ucm board.

Event description:
The account alleged the bed had an unintentional movement. They did not touch anything and the bed seemed to start to move into the chair position with a patient in the bed.